Manufacturer narrative:
Patient was the initial reporter, so personal information was not entered.

Event description:
The customer received blood glucose readings on the contour next one that were 35 or 45mg/dl higher than readings on her other glucose monitor. No further information was provided by the customer. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. Strip information was not provided. Product was not expected to be returned. Product was not replaced.